Manufacturer narrative:
(B)(4). Additional information: tissue pad damaged but not detached as reported the device was returned with the tissue pad damaged, melted, and a small portion was not returned. However, it was not detached as reported by the customer. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the pad was detached; nothing fell into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.